Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had to stop the trial right after it was put in because one of the wires had pulled out so it never worked. The patient was scheduled to have the implant put in on (B)(6) 2016. The reporter wanted to know if the implant was not a success if the patient could leave the device implanted. The issue occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.